Event description:
Caller reported that pump malfunctioned after it got wet in pool. Blood glucose level did not exceed 500 mg/dl, and no adverse impact to blood glucose level was reported. Customer was informed that a replacement pump would be sent, as a reset was not possible, and advised on necessary steps, including how to store and return the malfunctioning pump. Training for the new pump was made available through their tandem source account.